Event description:
Consumer via chatbot reported that the top of his daughter's oral-b electric toothbrush exploded/blew up in her mouth. No injury was reported. 26-jul-2021 follow up: the consumer reported that his daughter was 10 years old. No injury was reported.

Manufacturer narrative:
17-aug-2021 product investigation results: product return was received and investigated. The investigation of the complaint was completed for the toothbrush handle without fault. Product investigation results for the refill showed that consumer handling led to grey foamy residues.

Manufacturer narrative:
Product return was received and investigation is in progress.

Event description:
Consumer via chatbot reported that the top of his daughter's oral-b electric toothbrush exploded/blew up in her mouth. No injury was reported. (B)(6) 2021 follow up: the consumer reported that his daughter was (B)(6). No injury was reported.